Event description:
Platinum poisoning found, due to leakage and rupture of silicone breast implants. Cdc survey shows level for us citizens to be 0.04 part per billion; pt's level - urine test - 1.58 - 39 times higher than that of other average citzens who have never worked around platinum or platinum products. The only exposure pt has had to cisplatin is through the silicone gel implants, where the heavy metal is/was used as the catalyst in the MFR of the silicone. Explanted implants 5 years ago. Cognitive changes - personality change; silicone-induced ms-like syndrome with neuropathy of extremities; neurological damage to left eye, in which vision was lost for 45 minutes. More than 20 lesions to the brain. Apparently there is no therapy for heavy metal poisoning; pt has inquired about hyperbaric treatment and was told that was not available.